Event description:
An article indicated that a patient was implanted with an ams monarc sling. The article does not provide specific info about the patient with the monarc, but provides general info surrounding seven women, "with urethrovaginal fistulae and penetration of the tension-free vaginal tape into the urethra." It was indicated that all seven patients complained about urethral pain, repeated urinary infections, and urine loss. All patients were operated on to have part of the suburethral tape "excised" and the urethral defect closed. It was stated that the patients had suprapubic urine drainage for 3 weeks and the indwelling urethral catheter was removed after the third postoperative day. Wound healing was reported to be "uneventful in all cases." No add'l info specific to the patient with the ams monarc device was indicated.

Manufacturer narrative:
(B)(4).